Event description:
The customer reported via phone call that the customer was experiencing low blood glucose. The customer's blood glucose was 48 mg/dl. The customer explained that they had been experiencing low blood glucose for three years. Per troubleshooting, the customer stated that the drive support cap appeared normal. The customer further stated that they had undergone a mammogram and that the insulin pump passed the displacement test. The customer mentioned receiving the no delivery alarm as well. The customer was advised to monitor the insulin pump and call back if the issues persisted. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.